Event description:
It was reported the customer had recurring lost sensor alarms with their sensor. Customer also reported their blood glucose was 414 mg/dl. Customer has corrected their blood glucose with a 6.2 unit bolus. The customer stated they were experiencing high blood glucose because they missed their bolus for dinner. Troubleshooting for the lost sensor alarm found the customer's sensor did not have an electrode present. It was also found the introducer needle was retracted on the customer's sensor. Customer could not verify if their introducer needle was bent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.